Event description:
Complainant alleged that the pt (age and gender unk) was being monitored during transport. After the pt arrived in the intensive care dept from the emergency room, the pt coded. The clinicians attempted to defibrillate the pt, but the device did not discharge. The unit displayed "status 66" and "status 104" error messages on the screen display. The complainant indicated that the clinician was able to obtain another device to treat the pt, and that there was no adverse effect on the pt as a result of the reported malfunction. Please reference medwatch report number: 1220908-1999-00052, which details another event that occurred with this device, but on a different pt.